Event description:
Revision surgery - tibial insert revised.

Manufacturer narrative:
This is first revision surgery. Second revision surgery, tibial baseplate, pain, 2007. Encore not notified of first revision. First revision was identified during the investigation of the 2nd revision.